Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected upper range. The analyst commented that atrial pacing impedance was generally high and out of range starting (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had fractured. High pacing impedance had also been observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.